Manufacturer narrative:
The customer did not provide the patient's weight. Service was not dispatched for the event. The accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.

Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system (serial number (B)(4)) for one patient. The initial sample was collected in a serum separator tube. The result was questioned and the sample was repeated two additional times on the same access 2 immunoassay system and continued to recover above the customer's normal reference range. A second sample from the same patient was collected in a plasma separator tube and was analyzed two times on the same access 2 immunoassay system and recovered within the customer's normal reference range. A third sample from the same patient was analyzed on a unicel dxi access immunoassay system ( serial number was not provided) and recovered within the customer's normal reference range. The results were released out of the laboratory. There was a change in patient treatment as the patient was transferred to an alternate facility for further testing. Calibration, quality control (qc) and system check parameters met assay and system specifications. Additional information regarding sample processing, such as centrifugation speed and temperature were not provided. No sample integrity issues were noted.